Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) addressed issues with auxiliary drawer 5.1, which had damaged rails. The fse removed broken parts, disconnected the drawer, and scheduled a replacement. After installing the new enhanced half-height cubie drawer, the fse resolved a faulty open/close sensor by using a sensor from the old drawer. The malfunction did not delay medication dispensing. The drawer passed the acceptance test, and preventive maintenance was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer 5.1 failed with a hardware failure message as explicitly failing storage space. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.